Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. (B)(6).

Event description:
Getinge became aware of an issue with one of our table 720001b2 - meera EU with auto drive. As it was stated, during emergency caesarean section table stopped moving up or down, its height was stuck. There was no harm caused to the patient. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely inability to position the table during procedure, was to reoccur.